Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 37 alarm noted during testing. Motor was tested outside device, and it passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm multiple times. The customer was reported that they were able to clear the alarm and able to rewind the insulin pump. Insulin pump passed displacement test and self test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.